Event description:
The tip of the instrument broke during temporary fixation of a locking cap and remains in the patient. This event occurred in germany.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. The reported failure is consistent with excessive force, however an exact cause of the reported issue could not be determined.